Event description:
A customer obtained erroneously elevated troponin (accutni) results within the risk stratification range for three patients. Subsequent testing produced results within the normal reference range for all three patients. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in lithium heparin plasma tubes. Specimens are centrifuged at 3,200 rpm for 10 minutes. Level I qc was within the customer's established ranges prior to and on the day of the event. Level iii qc was out of range high on the day of the event. However, it is unknown if qc was out of range before or after the event. A field service engineer (fse) was dispatched: the fse performed a reagent storage cover replacement and all necessary alignments. The fse verified pipettor ultrasonics; no issues were noted. The fse performed a high sensitivity system check, carryover test and a dil-test; all testing passed with instrument specifications. The fse performed assay qc; no issues were noted. A definitive root cause has not been determined to date for this event.